Event description:
It was reported that the ilet pump displayed alert 36 indicating an insulin delivery malfunction, which temporarily halted insulin dosing; the user attempted multiple restarts that briefly cleared the alert before it recurred, and they transitioned to backup therapy with a recorded blood glucose of 210 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the device, consistent with an insulin delivery fault. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description. Complaint could not be duplicated. Although alert 36 was confirmed in the engineering logs; during troubleshoot testing no alerts or issues were found. The lead screw was able to rewind and prime with no issues. No faults were found.